Event description:
It was reported that during a device upgrade, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.